Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and resistance/impedance increase was observed. The atrial pace impedance measurement was in the 600 - 800 ohm range until the week ending (B)(6) 2009 when the min/max was 784/912 ohms. This value increased over two months and then reached a plateau in the 1300 - 1400 ohm range. In addition, interference/noise was noted. The ventricular sensing integrity counter is 1702 and all but four of these counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. Lead integrity alert triggered as reported in tech service call report.

Event description:
It was reported that the device recorded short interval counts (sic) of 1698, "dozens" of non-sustained tachycardia episodes (nsts), noise on the egm, and therapy aborted. The lead impedance was reported as "stable". It was questioned if there was a possible "problem with hv conductors". Lead integrity alert (lia) triggered the patient alert. There is a planned lead revision and the physician requested that the detection and alerts be turned off. The lead is still in use. No patient complications have been reported as a result of this event.